Event description:
User experiencing low pt sodium results which were identified by the ER doctors. User was unable to confirm if the erroneous sodium results were generated from this instrument or another instrument or both, at this site. At least 30 pts samples were involved and reported under this instrument. User stated ER and other floors have been known to check sodium results on another instrument they use as a back up, but could not provide any info regarding pt sodium results generated form this instrument. The following 28 pt examples of erroneous results were provided: (sample #: initial result - repeat result, units of measure = mmol per l) #1: 126-146. In 2009: erroneous results were reported, and corrected reports were sent. It is unk if pts were adversely affected.

Manufacturer narrative:
The field service representative was unable to determine a cause. He performed extensive ise troubleshooting to confirm proper operation of ise unit for low sodium results, and all checks passed. Ise unit is working within specification.